Event description:
I had a precise 2.2 nail implanted in my femur. The nail was provided by nuvasive. The intent of the nail is to extend in the body using a magnet, slowly separating a bone and allowing it to grow back. The nail was implanted and never worked, requiring a surgery to change the nail. The surgeon confirmed that the nail also did not work when taken out of my body and stated there was no damage to the nail but the company had provided a defective device. Further, the company proceeded to charge me for another nail to replace their defective product.